Manufacturer narrative:
A review of the alinity(B)(6) service history revealed no additional issues of splashing reported on the (B)(6). Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that an incident occurred when the customer was attempting to remove expired ict reference solution on the alinity c processing module. The customer removes the reagent from the tray by grabbing the lid of the bottle and lifting. While lifting the reagent bottle out of the reagent tray, the lid came off and the bottle fell to the floor. The liquid inside the bottle splashed up and onto the employee that was performing the procedure. When checking the lid and reagent bottle, to troubleshoot the incident, the customer noticed that the lid on the reagent bottle would turn, but the threads on the lid and screw top cap were stripped, so when tightening the lid if it was turned too far it would release and would not seat firmly on the bottle. So when lifting the bottle using the lid, the bottle slipped from the lid because it did not sit firmly on the bottle. The liquid splashed onto the employee's chin, neck, hair and lab coat, gloves and mask. No mucus membranes were affected. The eyes, mouth and nose were not splashed. The employee did not seek medical attention, but rinsed the skin and showered and changed clothes. The lid and cap will be replaced by the customer, and a note has been placed on the reagent tray to remind the employees to be careful when lifting out the bottles. No patient involvement.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.